Event description:
Alarms sounded from the pump. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: unknown -reported 05/30/97). (Pt's current status: unk - rpt'd 05/30/97).